Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal marginal artery with mild tortuosity and mild calcification. The patient was present with angina. Angiography a 95% block in the marginal artery. Pre-dilatation was performed using a non-abbott balloon catheter. Through radial approach, a 2.75 x 38 mm xience prime stent was deployed at 16 atmospheres. Then post-stent implantation, fluoroscopy showed a distal edge dissection which was covered with an unspecified xience prime stent. There was no other patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.